Manufacturer narrative:
The devices associated with this report were not returned. Product development states the design for the implant to be intentionally 'loose' and upside-down from the clock face in the impaction stand is to prevent damage to the porocoat. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
O.r team almost put implant together backwards due to impaction stand design. Impaction stand does not hold implant secure. Clock numbers 1-12 are printed upside down and backwards. Surgical delay of 5 minutes. No parts remain in patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.